Manufacturer narrative:
The product analysis indicates that one opened sample of part number 1884008 from lot number hg0khhu was received. There was a residue consistent with biological contaminants on the device. A microscope was used to evaluate the device. Visually, there was no damage or anomalies of the cutting tip that would have resulted in reduced performance. A portion of the inner assembly was pulled out and found to be broken at the proximal end of the spiral wrap. The break would have been contained by the outer assembly and the handpiece therefore would not result in device fragments. The spiral wrap was twisted in on itself which likely indicated the device was being ran in forward direction instead of oscillating. The maximum recommended speed for this device is 1,500 rpm in oscillate mode / direction. The remainder if the distal end of the inner assembly spun freely within the outer assembly. There was a residue consistent with tape adhesive at the tip, however it is unlikely to have contributed to this event. There was no allegation of a defect prior to use. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. The information most likely indicates the blade was being use beyond the recommended speed or improper direction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a tonsillectomy and adenoidectomy, the blade was not sharp enough, did not cut the tissue, and broke at the spiral wrap. There was a delay to the case. A replacement bur was used to complete the case. The break did not result in fragments that required retrieval from the patient. There was no patient impact.